Event description:
The device would reportedly begin to charge the defibrillator, but dump the energy before reaching full charge while being used to treat a patient. The patient's outcome and details were not reported to mpc.